Event description:
Information received from the article: chalouhi n. A single pipeline embolization device is sufficient for treatment of intracranial aneurysms. Am j neuroradiol 2014; 35:1562-66. The pipeline was used to treat 178 patients (mean age 58, 150 females) between may 2011 and may 2013. It was reported that balloon angioplasty was necessary in 17 of these patients to achieve full wall apposition. The purpose of this study was to compare rates of complications, aneurysm occlusion, and outcome in patients treated with a single-versus-multiple pipeline embolization devices. At follow-up, a significantly higher proportion of patients treated with a single device (97%) achieved a favorable outcome compared with those treated with multiple devices. In multivariate analysis, there was a strong trend for the use of a single device to predict favorable outcomes. The information received was from the same article as MDR# 2029214-2015-00125.

Manufacturer narrative:
This report was created to capture the device malfuntion of incomplete opening. The information was received from the article chalouhi n. A single pipeline embolization device is sufficient for treatment of intracranial aneurysms. Am j neuroradiol 2014; 35:1562-66. (B)(4).